Event description:
It was reported when using the bd autoshield duo safety pen needle, the user experienced the outer shield not fitting properly. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: consumer reported be auto shield duo does not fit/attach properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/16/2022. H.6. Investigation: customer returned a total of 8 used 5mm, 30 gauge autoshield duo pen needles from lot 1134011. The pen needles were inspected prior to testing and all were found to have bent needles on the non-patient side of the hub¿s needle cannula. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the pen needles being unable to be attached to the insulin pen as a result of the damaged cannula. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Event description:
It was reported when using the bd autoshield duo safety pen needle, the user experienced the outer shield not fitting properly. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: consumer reported be auto shield duo does not fit/attach properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd autoshield duo safety pen needle, the user experienced the outer shield not fitting properly. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: consumer reported be auto shield duo does not fit/attach properly.